Event description:
It was reported the system had a cine disk not available error message during boot up. A loss of subtraction, road-mapping, or other critical vascular cine functions could result. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk and the hard drive were reseated during the service call. The system was tested and found to be working as intended and put back into service.